Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited over sensing which led to inappropriate mode switches. The device was reprogrammed. No patient symptoms were reported.